Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in the line) was not confirmed. The cause was not determined.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 3 of 4. The home patient (hp) had 2 bags connected. There was solution in heater bag only. There were no leaks, no loose connections. The hp would complete therapy with manual supplies. On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they did not know how the air entered the setup. The hp stated that they were able resume therapy successfully with new supplies. There was patient involvement. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available, then a follow up MDR will be submitted.